Manufacturer narrative:
The device was not returned to mmdg for evaluation, so an investigation could not be performed. A DHR review was completed and found no non-conformances during the original build. Because mmdg could not complete an investigation the complaint could not be confirmed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump was not alarming for downstream occlusion. They also stated that this occurred during testing and therefore did not have any impact on a patient. (B)(4).

Event description:
The initial reporter states that the pump was not alarming for downstream occlusion. They also stated that this occurred during testing and therefore did not have any impact on a patient. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances during the original build. When the pump was returned to mmdg for investigation, the pump strain beams were out of specification. This caused the pump to alarm outside of specifications, however, the pump does alarm. Based on this information, no MDR would have been required.